Event description:
It was reported patient enrolled in a clinical study underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a left knee arthroscopy with removal of intraarticular loose body and fluoroscopic evaluation on (B)(6) 2013 as patient had developed an acute hemarthrosis secondary to a loose piece of cement. This procedure was elected because of the persistent swelling. There were no implants removed from the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Manufacture date ¿ unknown.